Manufacturer narrative:
Manufacturing site evaluation: the prestige atra grasper device was returned to the manufacturer for evaluation. A visual examination was performed which revealed that the hinge links detached from the pull rod causing the jaws to separate. A records review was not able to be performed as no serial number was visibly etched on the device. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was able to confirm the failure mode. The device jaws were observed to be separated from the device. Therefore, the complaint event was confirmed.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, the device was returned from repair with jaws in several pieces. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference cc (B)(4).